Manufacturer narrative:
Fowler.

Event description:
It was reported by svc report that the fowler would not go down. The cylinder was leaking fluid where ram comes out of the cylinder. No pt involvement or adverse consequences are reported.